Event description:
It was reported that pump malfunction occurred with malfunction code displayed and no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully completed reset without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code recurred, which customer acknowledged and understood.